Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Pod download data showed a 0x14 occlusion alarm generated.generation of the hazard alarm stopped the delivery of insulin. The actual cause of the reported hazard alarm could not be determined. Inspection of the device found drag marks on tube nut below the clutch spring, closer to the reservoir cap. This indicated an interference between the tube nut and the reservoir cap, caused due to misalignment between them.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 436 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent and also leaking insulin. As treatment for hyperglycemia, pod was deactivated and a manual injection of insulin (6u) was delivered.